Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Drill was broken. And also during g3 nail surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. And the drill bit was broken. The surgeon removed the tip of broken drill from the patient bone. The surgeon inserted the screw to distal screw hole. Surgical delay was about 15 mins.

Manufacturer narrative:
Product inquiry states the drill, tri-flat gamma3® ø4.2x300mm to be the subject product. The target device was considered to be a concomitant item. The reported event was not confirmed as the device in question was not available for evaluation and thus, a physical examination of the device was impossible. Due to unknown lot codes tracing as well as review of the inspection records of the product in question was impossible. Based on the information given the root cause of the reported event cannot be determined. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was lost.

Event description:
Drill was broken. And also during g3 nail surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. And the drill bit was broken. The surgeon removed the tip of broken drill from the patient bone. The surgeon inserted the screw to distal screw hole. Surgical delay was about 15 mins.